Manufacturer narrative:
UDI (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
From the communicated elements, it was carried out: - a DHR review and product analysis (for the corail stem) the DHR analysis shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. The hac coating was performed in (B)(6). - an x-ray analysis: the images of the x-rays were of poor quality and from an unknown time point making accurate analysis challenging. From review of these x-rays, the stem appears to be undersized with what appears to be a significant gap between the lateral cortex and the stem. This correlates with the complaint description. Increasing the stem size may have prevented this occurrence of pain and loosening, however, these cases are generally multi-factorial and with the information available the root cause is undetermined. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Hip revision performed on (B)(6) 2014. Thr was performed 12 months ago on (B)(6) 2013. Patient complaining of pain over last 4 months, mid thigh. Fully investigated - no spine involvement, negative for clinical markers for infection, etc. During surgery, stem found to be relatively loose - removed following minimal use of flexible osteotomes, and extraction device. Surgeon believes he undersized the femoral component at primary surgery. Size 15 kar stem implanted. X-ray photos are available. Patient initials (B)(6)., (B)(6) years old, dob (B)(6) 1954, female, (B)(6) and 160cm. No further information available.